Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The report of multiple instances of recoverable error code 23008 was reproduced during field evaluation and confirmed through review of the site¿s system logs. Investigation indicated a defective left master tool manipulator (mtm) arm axis 2. After replacement, the fse performed a swap operation involving two multiple servo drive (msd) boards and then testing failed with recoverable error code 23013 suspecting a faulty gemini input/output distribution (iodg) board. Fse replaced the iodg and further tested the system. Following this, the system operated without issue and verified as ready for use. Rmas on the replaced mtm and iodg have been issued to the customer requesting to have the isi components returned. Isi has not received the mtm to confirm/identify any reportable failure mode(s). However, the iodg was returned and failure analysis evaluation has been completed. The returned module was tested and the failure was replicated through in-house testing. The module was installed into the test system and it failed with error 23013 at start-up. The root cause of the reported issue was found to be a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review was performed using da vinci system sk0424 confirming the site name and usage of the system for a procedure on the reported event date of (B)(6) 2021. Further review of the logs was completed as part of the isi tse and isi fse's investigations. No image or video was provided for review. Based on the information provided at this time, the decision tree was executed to indicate that this complaint is being classified as a reportable malfunction event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic surgery. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system displayed multiple instances of recoverable error code 23008. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the call, troubleshooting was attempted through multiple system power cycles which did not resolve the issue. The tse requested assistance from the field service engineer (fse). Isi followed up with the fse and obtained the following additional information regarding the reported event: the system was inspected by the customer prior to starting the procedure and found no issue. At the time of the issue, repeated instances of recoverable error code 23008 was experienced and troubleshooting with dvstat did not resolve the issue. Following this, the surgeon decided to convert the procedure to laparoscopic surgery. There was no report of patient harm, adverse outcome or injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. During failure analysis, the mtm was tested (sine cycle) and failed with recoverable error code 23008 on axis 2. The mtm also failed the motor strength test on axis 2. The axis 2 motor encoder was found faulty and was replaced. Following this, the mtm was subjected to further testing and was restored to specification.